Manufacturer narrative:
Unit received with cracked/bleeding lcd glass. Unable to perform displacement test due to cracked/bleeding lcd glass. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
Customer reported via phone call, they fell in the bathroom and now the insulin pump is broken. Customer's blood glucose was 157 mg/dl. Customer stated the middle of the screen is cracked. Customer was advised to discontinue use of the device revert to back up plan per health care provider's instructions, and the insulin pump needed to be replaced. The insulin pump is returning for analysis.